Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 28 january 2026 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. After deployment of the clip, during removal of the clip delivery system (cds), the hemostatic valve of the steerable guide catheter (sgc) was unable to hold column. Blood was observed exiting through the hemostatic valve. The sgc was subsequently removed from the anatomy. Post-procedure, the degree of mr was reduced to grade 1. There was no clinically significant delay reported.

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported leak/splash. Additionally, the silicone valve inside the sgc hemostasis valve was observed to be torn. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and the reported leak appears to be related to the observed tear in the silicone valve of the sgc hemostasis valve; however, how the silicone valve got torn cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.